Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue (cracked touchscreen) could not be verified; however, a different issue (damaged display) was identified. Based on the analysis, the alleged issues (touchscreen unreadable, touchscreen unresponsive) were verified.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.